Event description:
It was reported that during ankle arthrodesis misdrilling occurred at the tibia shaft. It was difficult to swing and fix the target device. At the end it was observed that the calcaneus screw was out of place. A proper locking was impossible. There was a delay of approx 1 hour.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed because the misdrilling was not reproducible with sample instruments and a sample nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified. No corrective actions are required at this time.

Event description:
It was reported that during ankle arthrodesis misdrilling occurred at the tibia shaft. It was difficult to swing and fix the target device. At the end it was observed that the calcaneus screw was out of place. A proper locking was impossible. There was a delay of approx 1 hour.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.